Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, when the initial insertion was performed the thread disintegrated. The procedure was completed with non-significant surgical delay, but it is unknown if there was a back-up device. No further complications were reported.

Manufacturer narrative:
H10 h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found a broken anchor still on the inserter, with bio debris on the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended or inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.